Event description:
It was reported that during implant attempt, the helix mechanism stopped working. There was positioning/fixation difficulty. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel. There was blood/body fluid in/on the helix mechanism (sleeve head) and distal conductor (not obstructed). Full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.